Event description:
It was reported that the system clock was 10 minutes slow. Blood glucose levels were not adversely affected as they remained within the normal range. Technical support assisted the customer in updating the pump time, and the customer was advised to monitor the situation and follow up if the discrepancy recurred.